Event description:
It was reported that the patient's implantable neurostimulator (ins) and lead were explanted because it "failed." The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v847450, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3093-28, lot v847450 found no significant anomaly. The product was segmented. Analysis of extension model unknown lot unknown found no significant anomaly. The product was segmented.